Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and e/valuated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed a reboot at 8:26am on (B)(6) 2013 after which time the time and date reset to default settings, and the time was then manually set to 8:31pm on (B)(6) 2013. The daily insulin delivery totals appear inconsistent due to the time and date issue. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation found that the lettering on the keypad is worn off but there is no physical damage to the keypad. The ok and contrast keypad buttons were found to be intermittently unresponsive. All other buttons responded appropriately to button presses. There was evidence of contamination observed under all button contacts. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the ok and down arrow keypad buttons have been intermittently responsive for the past three weeks, and also noted that on an unspecified date he went to the emergency room (ER) for a blood glucose of 11mg/dl with a seizure. The patient was reportedly treated with glucagon tablets and IV fluids and was released four hours later with a bg of 220mg/dl. The patient's bg at the time of the call to animas customer technical support was reportedly 122mg/dl. The patient stated that he did not believe the alleged keypad issue was related to the low bg incident, but the patient stated that his healthcare provider (hcp) did think the button issue was related to the low bg. The patient declined to continue troubleshooting the pump. This complaint is being reported due to the allegation by the patient's hcp that the button responsiveness issue caused the reported low bg.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.